Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Additional contact: (B)(6) cancer center. Address: (b)((6). Name: (B)(6). Email: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump indicated that it delivered all the medications, but bag was full still. No patient consequences were reported. No adverse effects were reported.